Event description:
A consumer called and stated that her son accidentally knocked the vaporizer off of his desk during operation, which caused the unit to spill hot water onto the child. The child received medical treatment at a hospital for third degree burns on his right thigh, and he also required two surgeries at a burn center for these injuries. The instructions for proper use have very clear warnings that state,"we recognize that many of our customers use vaporizers in homes with young children. Carefully supervise your children when using a vaporizer, especially crawling infants and toddlers. Please be sure to take the time to instruct them that a vaporizer is not a toy....it is a serious medical device that produces hot steam and could cause severe burns and injuries if they do not stay away from it", as well as "vaporizer should always be placed on a firm, flat, waterproof surface at least four feet away from bedside and out of reach of patient and children. Be sure the vaporizer is in a stable position and power cord is out of the way to prevent vaporizer from being upset or tipped over." Kaz USA, inc. Has requested that the product be returned to our company for testing.

Manufacturer narrative:
Kaz USA, inc. Has requested that the product be returned to our company for testing, but it has not yet been received.